Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - serial#: unknown/not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section e1 - telephone number: (B)(6). Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during phacoemulsification using the veritas system console, a surgical complication occurred involving a posterior capsular rupture with vitreous prolapse and a fragment of cataract entering the vitreous cavity. Vitrectomy was required and a procedural delay was reported. The patient is fully recovered without any impact on their daily activities. Through follow-up we learned that the complication was successfully addressed during the same surgical procedure through anterior vitrectomy. A small remnant of the lens remained in the posterior chamber, which did not cause inflammation or macular edema and ultimately did not affect the patient's vision. No further treatment beyond standard protocols was deemed necessary. No further details about the incident have been shared.